Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the coil protruded from the catheter tip. An interlock coil was selected for stent graft interpolation. During the procedure, it was noted that this device became stuck in the catheter and the coil was protruding from the catheter tip. Only the coil was pulled out and the procedure was completed with another of the same device. There was no patient injury.